Event description:
It was reported that the pt was implanted in (B)(6) 2013. The pt has sound perception but the quality was very poor. During revision surgery on (B)(6) 2013, it was observed that the lead itself had a significant amount of tissue clinging to it which could have caused trouble with reinsertion; however, the surgeon inadvertently damaged the lead during dissection. It appeared that the active electrode lead loop from the mastoidectomy was pushing up against the incision, possibly causing pain reported by the pr. The device was explanted and the pt re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.